Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The was was positioned in the laa of the patient and the closure device was deployed. The device did not meet release criteria and was fully recaptured and removed from the patient. The physician was going back in with the pigtail and they did another contrast shot because they were thinking of changing the size of the device. They noticed that the patient had a pericardial effusion. They took the watchman sheath out and reversed the heparin. The physician performed a pericardiocentesis and drained 300 mls of fluid and left the drain in. The patients vital signs never changed, they remained stable throughout the procedure. The procedure was cancelled at this time. They were able to extubate the patient and again the vital signs remained stable the whole time. The patient was still doing fine following these events.